Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error mishandling the device. The complaint allegation was confirmed based on the customer attached picture that display the needles bent.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via email that the needles from an ar-7223 fiberwire meniscus repair were bent. This was discovered during a meniscus repair procedure on (B)(6) 2023. The case was completed using another ar-7223 fiberwire meniscus repair needle from the same lot number.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.